Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used. From the beginning of the procedure, the physician noticed blood was leaking out of the hemostasis valve. The physician continued to use this access system and completed the procedure successfully. There were no patient complications and the patient's condition is stable.